Manufacturer narrative:
Findings: unit had intermittent button response due to flattened (creased) esc button dome switch. No unlocked lcd keypad connector noted. Unit had minor scratched lcd window and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that esc button doesn't respond. The customer stated that she shower, but not sure if it lead to the alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.